Event description:
Pt sustained a bladder rupture involving a penile prosthesis reservoir. Ten days prior to the bladder rupture, the pt underwent myomectomy procedure. Cystogram performed 5/25/95 revealed the reservoir was in the bladder. Cystoscopy verified the presence of the reservoir. The reservoir was then surgically removed. During this procedure when irrigating the bladder, a free leak of urine was noted in one region of the bladder and required repair surgically. The reservoir was examined by pathology after removal. There is no pathology report to date.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, device failure indirectly caused event, device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.